Event description:
It was reported that shaft break occurred. A boston scientific drug-eluting stent was selected for use; however, the stent catheter broke outside of the body. The patient was doing good post-procedure.